Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred and required maintenance. A "bus not detected" error message was displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that an intermittent drawer communication failure occurred due to a loose or poorly seated connection at the rear of drawer modules 5 or 6 (half-height drawer). The issue temporarily resolved after a system reboot and was not present during on-site testing. A field service engineer reseated all rear cables and connections for drawer modules 5 and 6, performed full functional testing using the hardware test application, verified normal drawer operation, and completed general cleaning and inspection. The system functioned as intended following the repair.